Event description:
It has been reported to us that during the procedure a dissection of the artery was noticed. The guide catheter was inserted into the patient into the lesion proximal/mid right coronary artery. At some point during the procedure a dissection of the lesion in the ostial was noted. The dissected lesion was treated with a stent. The physician indicated that the tip of the guide catheter caused the dissection. The patient is reported to be fine. The actual complaint sample was discarded and not be returned for evaluation.

Manufacturer narrative:
(B)(4) - no known problem with device the customer has indicated that the subject device will not be returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is unknown and therefore a review of the device history record can not be performed. A cine of the procedure is going to be returned for this event.

Manufacturer narrative:
The actual complaint sample was not returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is unknown and therefore a review of the device history record will not be performed. A cine of the procedure was returned and a review was conducted. The review indicates that the gide catheter positioning at the ostium. Signs of a dissection was observed at the ostium of the right coronary artery; however the root cause cannot be conclusively established. The event has not been confirmed, no product was returned for evaluation. The analysis is complete as of today (B)(4) 2013

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.